Event description:
Customer reported that the insulin pump was whistling and there was a black circle on the display. Customer also reported that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during the testing. The insulin pump was monitored for four hours with multiple basal rates and programmed with the current date and time. No frozen or blank display or display anomaly, time clock, or unexpected beep anomaly was noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. All operating currents were normal and no unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.